Manufacturer narrative:
(B) (4)

Event description:
Per the center, the patient was hospitalized (B) (6) 2007 (day not reported) due to an infection at the site of the implant. The patient also reported a decrease in performance. The results of an integrity test (B) (6) 2009 indicated normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
Correction: the correct date of this report is (B)(6) 2011; not (B)(6) 2011 as previously reported. (B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2010; during the same surgery the patient was reimplanted with another device. (B)(4).